Manufacturer narrative:
The reported event of packaging or shipping problem was confirmed. The pacemaker was received in its original packaging box. Visual inspection found the inner packaging was out of shape, this is consistent with high temperature exposure. Analysis performed on the device indicated normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during device preparation, the inner case of the pacemaker packaging was found out of shape. The pacemaker was not used. There was no patient involvement.